Event description:
Foley catheter slipped out of the patient with the balloon deflated. Upon examination of the foley catheter after it had slipped out, foley catheter balloon inflated with 10ml of saline. About 2 minutes afterwards, noted that the balloon was fully deflated and noted clear drainage in drainage tubing.